Event description:
This will be filed to report a device that was difficult to remove. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. Imaging was noted to be challenging throughout the procedure. The clip was advanced and during difficult capture attempts the clip became caught in chordae. Upon removal, posterior leaflet damage was noted. Subsequently, the procedure was aborted with no change in mr and no clips implanted. It was also reported that a balloon pump was placed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (medical treatment) associated with the posterior leaflet damage was due to the chordae entanglement and capturing difficulty. The cause of the reported difficult to remove (anatomy) associated with the clip becoming entangled in chordae could not be determined. The reported image resolution poor was associated difficult visualization. The cause of the reported positioning failure (leaflet capture - clip not implanted) associated with the difficult capturing appears to be due to challenging patient anatomy (restricted posterior leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.